Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation and the reported problem could not be duplicated. The handpiece was tested and met all functional specifications. The cable used at the time of the reported self activation was received and tested with the handpiece. During testing of both devices, the reported problem could not be duplicated. Further investigation: following the above investigation, further analysis of this handpiece found that the crimped wires were tinned prior to crimping and with minimal movement of the wires, all the wires connected to the crimp pins broke free. The handpiece did not self activate during this investigation; however, the tinning of the wires prior to crimping could cause a disruption of the ground or other signals and result in activation of the handpiece on its own. The service and repair technicians have been retrained on the crimping instructions. Additional information: the user did not know whether the safety mechanism was engaged at the time of this event and could not remember which attachment was in use. The user manual warns the user: "do not attach, insert or remove attachments or accessories while the handpiece is operating. Place the handpiece safety mechanism to the safe position prior to installation or removal of items."

Event description:
The customer reported, that during use of this handpiece, it began oscillating with connection of an attachment. The handpiece and cable were switched out with a back up device and the procedure was completed without injury or surgical delay.